Event description:
This is an international report where the factory tip protector was separated from the spike before use. The yset had not been used. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any sample being available for evaluation. The root cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.